Manufacturer narrative:
Based on the claim against the product by the customer noting the damaged, an investigation was completed to determine the cause of this reported event. Intuitive has received mcs instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument delivered energy without any issues on 4 of 4 attempts. There were no signs of arcing. There was no cautery issue detected. Issues related to instrument errors or complications using t instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) related to customer reported complaint were also identified: the mcs instrument was found to have a scratch mark with light material removed on the main tube. The scratch mark was 0.065¿ in length. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the instrument main tube are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Additional observation(s) not reported by site were also identified: the mcs instrument was found to have a broken conductor wire. The instrument grips were manually manipulated and failed the electrical continuity test on 3 of 5 attempts, indicating that the conductor wire was broken. No signs of thermal damage were observed. The housing was removed for inspection and found no signs of damage to the conductor wire. The root cause is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: failure analysis investigation found a broken conductor wire on the instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had small hole on the coating of shaft beyond scissors cover placement. The customer was concerned with possible arcing of electrical current when cautery was engaged. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.